Event description:
It was reported that a communication problem occurred. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was 2 to 6 months prior to the report. The last successful recharging session was 1 to 2 months prior to the report. It was noted that it ¿wouldn¿t charge¿ and the patient changed the batteries in the controller and the recharger too her to a screen that said to reposition antenna, but it wouldn¿t charge. The patient had not been able to recharge for over a month or even longer. The patient last felt stimulation about 3 months prior to the report. It was later reported that the patient had concerns with their device or therapy. The patient received assistance from their doctor or manufacturer¿s representative (rep) in 2013, but the battery wouldn¿t stay charged. The patient still had concerns regarding their device or therapy but was working with their doctor or rep. The patient met with the rep. On (B)(6) and the battery wouldn¿t charge. It was also reported that the patient still had concerns with their device or therapy and met with their doctor on (B)(6) because the machine wouldn¿t charge. The patient stated that the machine battery pack had never stay charged for a twenty-four hour period, and it was a complete inconvenience to have to recharge every day. Information received from the rep. Reported that an overdischarge was not confirmed and they were unable to interrogate the implantable neurostimulator (ins). A ¿trickle charge¿ was attempted numerous times unsuccessfully. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was fully discharged. The patient and the physic ian were going to determine if a replacement was the best option. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), product type: programmer, patient. Product ID: 37744, implanted: (B)(6) 2012, product type: lead. (B)(4).